Event description:
It was reported that the infusion pump appeared to be operating at a displayed rate of 100 ml/hr, however no fluid was being administered. It is not known how long the pump was operating before it was noted. The hospital biomed. Evaluated the pump and found excess IV tubing being located in the pump head area which caused the tubing to be restricted when the pump door was closed. No pt injury was reported.